Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and shock therapies. Episodes detected in vt zone. Therapy was exhausted and rhythm appeared to be atrial driven. An attempt to obtain additional pertinent information was unsuccessful. As of this time, the device remains in service. No adverse patient effects reported.